Manufacturer narrative:
This report is submitted on august 31, 2020.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery on (B)(6) 2020, due to poor magnet retention. The implanted device remains.